Event description:
It was reported that a patient underwent a femoral neck fracture procedure on (B)(6) 2023 and suture was used. It was reported from the analysis of the returned product that short insertion was observed. During a surgery for femoral neck fracture, after opening the package and before use, in the 2nd slot on the tray, the suture was already detached from the needle. There were no adverse consequences to the patient

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 2/5/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one winding former with five needle suture combination and a suture that pertain to product code jb841. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. During the visual inspection of the five-needle suture combination, the swage and attachment area were noted as expected. The sutures were examined and no anomalies were found. The functional test was performed in a needle suture using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.